Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer also stated that the had blank display. Customer stated that the display was not blank less than thirty seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Insert battery alarm was not displayed on the insulin pump screen. Troubleshooting was performed; however, customer will discontinue the use of device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Test p-cap locks properly into reservoir compartment. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self test. No blank display was noted during testing. Pump's history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alerts or alarms noted during testing. No unexpected alarms or alerts were in the pump history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor, however corrosion is noted in the battery tube from visual inspection. During visual inspection the following were noted: keypad overlay texture damage, keypad overlay texture damage and damaged display window cover. In summary, blank display was not confirmed. Unable to verify customer's complaint for high bg's medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.